Event description:
It is reported that the physician was attempting to deploy a resolute integrity drug eluting stent in the cx. The lesion was 99% calcified. The lesion was pre dilated but the device was unable to cross the lesion due to calcification. The stent was removed and the same pre dilate balloon was used to the dilate the lesion at a higher atm. The same stent was inserted again but it was unable to cross the lesion. On removal of the stent it was noticed that the stent was damaged. Another resolute integrity drug-eluting stent was used to treat the lesion successfully. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Deformation problem. No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned); patient¿s condition affected effectiveness of device (calcification and numerous pre dil attempts). Conclusion results: inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (calcification and numerous pre dil attempts).